Event description:
Patient reported alleged port site pain, bodily fluid leakage, and infection, weight gain, and that the port has moved. The problem first occurred when the patient started feeling hungry. The nurse had trouble accessing the port for fills. The port started to move and the patient began to experience port site pain and port site leakage, which "oozes fluid and smells." The patient can feel the port through the skin and believes it's pushing itself out. The patient reported the possible explanting surgeon has diagnosed an infection at the port site and has recommended explant surgery, which has not yet been scheduled. No diagnostic testing has been performed. Follow-up findings: health professional reported the original implanting surgeon saw the port had moved up and is "eroding through the skin" and that it "is exposed to air." The surgeon is hesitant to do any fills due to the possibility of increased infection. Replacement surgery was recommended. Follow-up findings: health professional reported the patient did come in for a consultation with another surgeon, but no treatment or diagnostic testing has been done at this time, so nothing has been confirmed.

Manufacturer narrative:
The product associated with this report will not be returned for analysis as it has not been explanted. Based upon the implant date provided by the reporter the connector type is either a taper I or taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses extrusion as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." Port extrusion is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: incisional infection, infection, fever, abnormal healing and wound infection." Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses the reported event of visibility/palpability as follows: precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Device labeling addresses the reported event of inadequate weight loss as follows: inadequate weight loss is addressed in the labeling. Allergan does not guarantee that every patient will achieve desired weight loss. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Warnings: "patients must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system."